Manufacturer narrative:
Change reportability, reportable to not reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery, when the surgeon threaded through the loop, the loop broke. The procedure was completed with another device. No patient injury was reported.